Event description:
It was reported that a patient underwent a herniorraphy on (B)(6) 2012 and suture was used. During the procedure the suture broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The ends of the suture are flattened and broken where it was handled with an instrument. No further investigation could be performed because the suture had been exposed to air moisture for an extended period of time. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04519. The same patient is represented in each medwatch.